Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the artificial urinary sphincter (aus) device stopped working, causing the patient to go from dry to experience urinary incontinence, using 10 pads per day. The physician attempted to cycle the device in office but he had no success, the patient continued to leak profusely. A scope was used to rule out erosion. The cuff and pump were explanted and replaced. The balloon was left in place to avoid potential iatric damage to the patients inflatable penile prosthesis (ipp) device.